Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the original index procedure was in 2008. Predilatation was performed on the lesion. Two months later, follow-up (after discharge) the patient began to experience bad angina that continued through 2008, upon which the patient was hospitalized and pci was performed as treatment. No additional event or patient information is available.

Manufacturer narrative:
.